Event description:
It was reported that 1543 days after a coronary drug eluting stenting treatment procedure, the patient had an myocardial infarction (mi) and expired one month later. On the day of the index procedure, the clinical status assessment identified the patient's qualifying condition as stable angina (ccs class 3) and the patient was referred for cardiac catheterization. The index procedure treated a 2.75x12mm, 80% stenosed lesion in the mid left anterior descending artery (mid lad) with predilation and placement of a taxus express2 2.5x16mm drug eluting stent. The lesion was post-dilated with 0% residual stenosis. A 25mm long non-target lesion in the proximal right coronary artery (prox rca) was treated with a 2.5x31mm commercial stent. The patient was discharged 3 days later on aspirin and plavix. After 1543 days post procedure, the patient presented to the emergency department after complaining of shortness of breath and chest pain despite a total of four nitrolglycerin. Chest x-ray revealed severe pulmonary edema and the patient was subsequently intubated. ECG showed sinus tachycardia with inferoposterolateral injury pattern. Cardiac enzymes were elevated, which confirmed an mi. The patient underwent emergent cardiac catheterization that revealed: lad had 50% ostial stenosis and diffuse disease; proximal left circumflex (lcx) had 40% stenosis, mid portion was totally occluded; right coronary artery (rca) had 60% mid stenosis. It was noted the patient had diffuse disease in all three epicardial vessels. Left ventriculography showed moderate left ventricle enlargement with depressed function. The anterior base was functioning. The rest of the anerior wall and inferior wall were akinetic. Mild mitral regurgitation was noted. An intra-aortic balloon pump was placed and two overlapping 2.5x22mm mini vision stents were placed in the proximal to mid cx. The termianl cx remained occluded. Repeat echocardiogram showed new lateral wall hypokinesis, suggesting the patient may have had vessel closure of the lcx. Cardiac consultation noted "in all likelihood the patient was experiencing episodes of lcx territory ischemia with the flash pulmonary edema likely mediated by transient severe mitral regurgitation". The patient was extubated three times and each time developed prompt worsening respiratory failure, necessitating re-intubation. After two weeks in the intensive care unit (ICU), the patient was transferred to a rehabilitation unit. The patient was stable from a cardiac standpoint, but prone to recurrent bouts of pulmonary edema and was receiving antibiotics for staph and herpes infections in her bronchi and sputum. It was felt the patient would be "tuned up" and eventually sent for multivessel coronary artery bypass graft (CABG) and mitral valve repair/replacement. The patient remained dependent on ventilator support and vasopressors after transfer to the rehabilitation unit. The patient's condition continued to deteriorate into multi-organ failure with subsequent hypotension and recurrent cardiac ischemia. The patient developed oliguric renal failure in addition to worsening pulmonary edema. The patient's condition was considered to be non-survivable and comfort measures were initiated with agreement of the patient's family. The patient died 1571 days after the index procedure. Final diagnosis was multi-organ failure due to cardiac failure per death summary. A death certificate was not available and no autopsy was performed. The physician noted it was possible the mi and the death were related to the study stent or the index procedure, and probably relted to the non-target vessel, the death was definitely related to the patient's prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.